Event description:
The customer reported the systems' collimator was out of tolerance. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated in film mode. The system was then found to be operating as intended.